Manufacturer narrative:
Section a2: age and date of birth: unknown/not provided. Section a3a: sex: unknown/not provided. Section a3b: gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code(s) 3191 is to capture the unknown reason the lens was removed (unspecified/other with patient involvement). Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was implanted and then removed. The reason for the removal is unknown. It is unknown if medical or surgical intervention was required. Patient outcome is unknown. No further information was provided.